Event description:
It was reported the unit burned. Visual inspection of the unit revealed that terminal between the heater wire and thermostat had become dislodged by misuse and failure to follow instructions and warnings regarding use and handling of the product.